Event description:
"(B)(6)/falsely" reported a false positive to (B)(6) county health department. Had a positive then a negative immediately and negative serology test. Never had covid-19. FDA safety report ID# (B)(4).